Event description:
Nt821707, drainage kit, lumbar - part nt821707 - the spine coordinator stated that the catheter sheared when it was being used on the patient - this broke off in different areas. Complaint form returned. Customer confirmed the patient was prepped for surgery and failure caused a delay. The device was in contact with the patient, but there was no injury or death. Customer confirmed they are in possession of the part and are able to return it to natus.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Review of customers account found two other complaints on this product, supporting customer's statement of alleged recurrence. . Acceptable risk associated with the complaint as per hazard ID 1.2 in doc-049039 natus external drainage lumbar catheters risk analysis spreadsheet. Severity - 3, residual risk is low. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Capa005401 related to this issue. Customer confirmed they are in possession of the affected part and are able to return it for evaluation.

Event description:
Nt821707, drainage kit, lumbar - part nt821707 - the spine coordinator stated that the catheter sheared when it was being used on the patient - this broke off in different areas. Complaint form returned. Customer confirmed the patient was prepped for surgery and failure caused a delay. The device was in contact with the patient, but there was no injury or death. Customer confirmed they are in possession of the part and are able to return it to natus.

Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4) the device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "lnteg-broke in use" complaints within the past two years (B)(4) nt821707 units sold within the past two years. Failure rate = b)(4). Root cause/failure investigation: evaluation of the complaint description and product tested performed (refer to capa005401) found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the touhy needle cutting through the lumbar catheter. The instructions for use (sd205456001 rev. Ab) contains several warnings to help prevent this from occurring in the field: page (5) five warning states: "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously". Page (5) five under precautions states: "silicone rubber tears and cuts easily. Use rubber shod forceps when handling the catheter". Page seven (7) warns: "warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously". Also, page seven (7) below step 7 list three caution statements: "caution: silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters". "Caution: hold the catheter securely at the exit site during needle and guide wire removal to prevent catheter dislodgement". "Caution: follow these points to aid needle and guide wire removal and to prevent damaging the catheter". Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Faillure confirmed: yes investigation result code: san diego/eds products/user error/ damaged while in the users possession closure rationale: complaint verified, being tracked as a trend. Complaint will be included in trending data for further review.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). The affected product was returned to natus. The investigation results are to be confirmed.

Event description:
Nt821707, drainage kit, lumbar - part nt821707 - the spine coordinator stated that the catheter sheared when it was being used on the patient - this broke off in different areas. Complaint form returned. Customer confirmed the patient was prepped for surgery and failure caused a delay. The device was in contact with the patient, but there was no injury or death. Customer confirmed they are in possession of the part and are able to return it to natus.